Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported thaty the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported to have replaced the breath delivery cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.